Manufacturer narrative:
Initial reported facility name: (B)(6) hospital.

Event description:
It was reported that the balloon was defective. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the pressure suddenly increases to 10 atmospheres. No patient complications were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure without issue. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times with no leaks, sudden increase or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.